Event description:
Patient had known gelatin allergy, listed in chart (followed by multiple vaccinations he cannot receive due to anaphylactic reaction). Surgifoam was used for hemostasis which contains gelatin. Patient's vitals started to show tachycardia and hypotension. Patient has a history of congenital heart disease. He began to develop redness and hives on b/l trunk, arms, and legs and allergy was identified. Anesthesia team members were contacted and stabilized the patient. Surgical team removed the surgifoam and replaced it with surgicel-fibrillar. Circulating nurse documented surgifoam - no flags were detected in chart as the item containing gelatin. Https://labeling.pfizer.com/ showlabeling.aspx?ID=7 81. The package insert says "if an anaphylactic reaction is observed, absorbable gelatin administration should be immediately discontinued and any applied product removed." Chromic suture was also removed out of abundant caution. Patient remained intubated and was admitted to CT sicu. Note: allergy consult team wrote "we are unfamiliar with the gelfoam product used to comment on its gelatin content and contraindications."